Manufacturer narrative:
Date received by manufacturer: was updated from 07/03/2025 to 07/07/2025 for initial MDR 9617032-2025-01375. Investigation summary bd received three photos for investigation. Evaluation of the photos indicated yellowish edta clumps in the tubes. Due to the size of the deposit, the additive has yellowed slightly on irradiation. A total of 100 retained samples were visually inspected, and edta clumps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, there were 38 tubes with discolored additive. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, there were 38 tubes with discolored additive. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.